Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer, and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month timeframe, which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected timeframe. The entire set of lots have been sold and distributed. There were no non-conformances, or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after the last bag (lb) had disconnected from the apd luer lock connector during their pd treatment. The lb was a baxter brand solution bag. The patient reported receiving the air detected in cassette alarm once during dwell 3 of 3 of treatment and the treatment was cancelled. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported the patient would not re-setup the cycler and would revert to an alternate form of treatment. Upon follow up, it was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that treatment was completed that night with a manual drain. The patient is continuing peritoneal dialysis therapy on the cycler with no further issues. The apd luer connector used by the patient was discarded, and is not available for return for physical evaluation by the manufacturer.